Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A product experience report received on (B)(6) 2017 stated that upon follow up this lead showed an increased impedance measurements of 445 ohms on (B)(6) 2017 to 877 ohms on (B)(6) 2017 with significant decreased p wave from 1.3 millivolts to 0.4 millivolts. Physician requested an x-ray and confirmed that lead had dislodged. This lead was now floating in the atrium near the ventricle. Physician requested for lead repositioning procedure for this patient at hospital (B)(6). The physician was dr. (B)(6) at hospital (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).